Event description:
New info received: patient was brought into clinic and programming changes were made. Patient was not symptomatic at any point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, episodes of non-sustained right ventricular oversensing was observed. Upon revision it was determined to be loss of capture. Patient was asymptomatic. A clinic visit was suggested to have the rv and lv capture thresholds tested and adjusted. No further information available.